Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient confirmed that the pink slide did move forward and the cannula was inserted into the skin during wear. They also experienced redness/swelling and insulin leakage at the insertion site. In addition, the patient reported tachycardia, chest pain, generalized body discomfort, a feeling of heaviness throughout their body, and dizziness. Reportedly, their brother had to take them to the emergency room on (B)(6), 2026. While in the emergency room, they were treated with intravenous fluids to help ¿clear the ketones from their system¿. Upon removal of the pod, the cannula appeared normal. The patient was able to successfully resume treatment with a new pod. No device error codes were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: tp1a.220624.014.g981vsqsdhyg2 hardware: sm-g981v cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.